Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was found cut incorrectly "in a way that crosses the seal" before use, compromising the sterility. The following information was provided by the initial reporter: we have received some 20ml ll syringes (300629) from you that have been cut in a way that crosses the seal between syringes, so that the syringes are no longer sterile. We found 1 affected strip in 2 boxes of batch 1907246, exp 06/2024.

Manufacturer narrative:
Investigation summary: six blister of 20ml ll lot 1907246 were returned to our quality engineer for investigation. Upon visual inspection, the sealing cord is noted to be incorrect in all blisters, two seals open at one side due to the packaging being cut incorrectly. A device history record review found no non-conformances associated with this issue during production of this batch. During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this malfunction occurred due to the packaging film moving from its the proper position. As a result, the seal was not centered and the packaging was cut in the incorrect portion. Manufacturing personnel have been made aware of this incident. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was found cut incorrectly "in a way that crosses the seal" before use, compromising the sterility. The following information was provided by the initial reporter: we have received some 20ml ll syringes (300629) from you that have been cut in a way that crosses the seal between syringes, so that the syringes are no longer sterile. We found 1 affected strip in 2 boxes of batch 1907246, exp 06/2024.